Event description:
The customer observed imprecise alinity I free t4 results generated on the alinity I processing module for two patients. The physician questioned the results as they were inconsistent with the patients' history. The following data was provided: customer¿s reference range: 11.4 to 17.6 pmol/l. Patient 1 (sid (B)(6): free t4 initial result = 13.69 pmol/l, repeat result (B)(6) 2024) = 23.36 pmol/l . Other test results provided: tsh = 3.13, ferritin = 17.39. Patient 2 (sid (B)(6): free t4 initial result = 13.0 pmol/l, repeat result (B)(6) 2024) = 24.23 pmol/l . Previous free t4 result (B)(6) 2023) = 19.5 pmol/l . There was no impact to patient management reported.

Manufacturer narrative:
Section a1-patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed the trigger and pre-trigger valves were crossed. The fsr performed multiple troubleshooting procedures including replacement of the dispense 2-way valve manifold which resolved the issue. No additional result issues have been reported since the service activity was completed. An instrument service history review revealed no additional service tickets associated with erratic discrepant patient results reported for (B)(6) . A review of tracking and trending of the immunoassay systems did not identify any trends related to the alinity I system, likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module serial number (B)(6) or the dispense 2-way valve manifold were identified.

Event description:
The customer observed imprecise alinity I free t4 results generated on the alinity I processing module for two patients. The physician questioned the results as they were inconsistent with the patients' history. The following data was provided: customer¿s reference range: 11.4 to 17.6 pmol/l. Patient 1 (sid (B)(6) ): free t4 initial result = 13.69 pmol/l, repeat result ((B)(6) 2024) = 23.36 pmol/l other test results provided: tsh = 3.13, ferritin = 17.39. Patient 2 (sid (B)(6) ): free t4 initial result = 13.0 pmol/l, repeat result ((B)(6) 2024) = 24.23 pmol/l previous free t4 result ((B)(6) 2023) = 19.5 pmol/l there was no impact to patient management reported.